Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency and non-obstructive urinary retention. The trial began on (B)(6) 2026. It was reported that they were experiencing device site infection (incision, pocket etc) and were experiencing redness and fluid discharge. The issue was resolved. Antibiotics was required as the outcome was unknown and device removal was done and planned to reimplant in 3 months.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# (B)(6) serial#, implanted: on (B)(6) 2026, explanted: on (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 29-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the steps taken to resolve the device site infection was that the device was removed and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.